Manufacturer narrative:
The report of lead fractured during explant was confirmed. Analysis of the returned lead found it was cut/fractured as a result of the explant procedure. Only the terminal end segment was returned for analysis; segment was tested for continuity and no opens were found.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2021 wherein the remaining lead was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during explant procedure on (B)(6) 2021 a lead was fractured. Only some parts of the leads were explanted, some were left in the patient. Surgical intervention may take place to address the issue.